Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). A correction bolus was delivered to address bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.